Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The maximum introducer instructions for use (IFU) state that damage to the valve assembly may occur if inner catheter is withdrawn rapidly. The maximum introducer instructions for use (IFU) caution that upon removal of the hemostasis introducer proper precautions should be taken to prevent bleeding.

Event description:
It was reported that the hemostatic valve of the maximum sheath was leaking throughout the interventional procedure. The leakage was especially problematic at the end of the procedure, when the physician wanted to suture in the sheath. A hematoma was not seen during the procedure. Another sheath was opened and exchanged over the wire. The new sheath valve was also leaking and a baseball sized hematoma formed at the insertion site. The original access was noted by the physician as an easy stick. The physician was unable to leave the sheath in as he had originally wanted to due to the valve leak; therefore, an angio-seal vascular closure device was used to close the groin puncture. Hemostasis was achieved with the angio-seal.